Event description:
The lay user/reporter called lifescan (lfs) on august 2, 2006, and alleged that the pt's meter was prompting an apply sample message. The pt was unable to test on his meter, after making several attempts due to the apply sample message. He obtained the meter in 2006, after being discharged for a toe amputation. He did not have a blood glucose meter prior to his surgery. Since obtaining the new meter, he was never able to use it. On the day of event, he began to experience symptoms of low blood glucose (sweating and dizzy). He attempted to test, but was unable, due to the apply sample message. He visited his physician, at approx 11:00 a.m., and the physician advised him to go to the emergency room. At the hosp, his blood glucose level was 30 mg/dl. He was given IV glucose and orange juice. He was retested later and obtained a result of 88 mg/dl. They give him something to eat at 3:30 p.m., and he was released at approx 5:00 p.m. The same day. The pt has been taking 1 shot of insulin daily, but he does not recall the name or the amount that he takes. He reported that he does not adjust his insulin based on his meter results. Although the meter issue was resolved with troubleshooting, this complaint is being reported, as he was unable to test and later was treated for hypoglycemia. A replacement meter has been sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.